Manufacturer narrative:
Corrected data: b5 - corrected from 4 years and 7 months to 5 years and 7 months. Updated data: b1 b2 b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that event occurred approximately 5 years and 7 months following the valve implant. Subsequently a 26 millimeter (mm) non-medtronic valve was implanted (sapein).

Event description:
It was reported that approximately 4 years and 7 months following the implant of this transcatheter bioprosthetic valve within a pre-existing transcatheter valve, an echocardiogram revealed severe aortic stenosis, a mean gradient of 74 mm hg, an ejection fraction of 55%, mild to moderate aortic valve regurgitation, and mildly thickened mitral valve leaflets. Mild tricuspid and mitral valve regurgitation were also noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.